Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery an recurrent umbilical hernia repair surgery on (B)(6) 2012 during which the surgeon noted the mesh clearly rolled up and incorporated with fibrous tissue. It was reported that the patient experienced severe pain, loss of appetite, stress and anxiety. No additional information was provided.